Event description:
The rep reported the device was used during a laparoscopic donor nepherectomy. It was reported the atw35 and the tr35w were only half loaded with staples and only stapled half way across the tissue causing bleeding the case was converted to an open procedure. 7/29/1998 device was not returned, only the cartridge.